Event description:
(B)(4) 2013 (B)(4): it was reported that a test stimulation lead kit was used after the used by date. It was noted noticed that the lead was expired.

Manufacturer narrative:
(B)(4).